Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display screen was found to be intact without damage and have normal color and illumination. Investigation did not duplicate the reported dim/faded/discolored display. Unrelated to the original complaint, there was visible corrosion inside the battery compartment. On inspection, the battery compartment was cracked at the threads. A leak test was performed, revealing a leak at the battery compartment crack. The pump was opened for further investigation; there was no evidence of internal moisture observed on the printed circuit board or the internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.